Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an urgent low blood glucose of 20 mg/dl overnight and self-treated with oral glucose to return to range, with no identifiable external cause and no device problem or component implicated. Symptoms included hypoglycemia. Outcomes included unexpected medical intervention in the form of medication (oral glucose). Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a medical device problem or component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.